Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 8.0 inr on the coaguchek xs system while a comparison lab returned as 4.3 inr. Customer's coumadin dose was held 2 days based on the meter result. No adverse event reported. Requested return of suspect system and replacement was sent.